Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) was functional but failed to pass "refractory testing" during calibration. The epg failed this calibration test on both right atrium (ra) and right ventricle (rv) channels. The caller was following the appropriate protocols. The return status of the device is unknown. No patient involvement.